Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had crack left side of screen and button were less responsive. Customer stated that they changed battery frequently and rewind process was slower. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.